Event description:
It was reported that during incoming inspection at a customer site, it was noted that two burs were broken. It was also reported that this event did not occur during a surgical procedure, and there was no delay, no adverse consequences as a result of this event.this report is for the first bur that broke.

Manufacturer narrative:
H6: the quality investigation is complete. Device not returned, photograph provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during incoming inspection at a customer site, it was noted that two burs were broken. It was also reported that this event did not occur during a surgical procedure, and there was no delay, no adverse consequences as a result of this event. This report is for the first bur that broke.